Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. The buttons were unresponsive. They were unable to clear the battery out limit alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with act button unresponsive due to corroded keypad traces. No frozen display noted. Unable to verify battery out limit alarm due to unresponsive act button. The device was received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, missing end cap sticker, stained address label and stained serial number label.